Event description:
It was reported that the customer's fill estimate was inaccurate after overfilling a cartridge with insulin. There was impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.